Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart, that a cold rest was performed. The customer¿s blood glucose level was unknown at the time of the incident. The alarm occurred after a new battery was inserted into the pump. Troubleshooting did not resolve the issue. The customer was advised to monitor the pump if they continued to wear it as they wait for the replacement. The insulin pump will be returned for analysis.